Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an anatomical shoulder reverse, humeral cup, 0&#2848;retro, +6 mm medial offset on (B)(6) 2009. Patient was suffering from a lesion of the nervus ulnaris and from an atrophy of the delta muscle. The patient underwent a revision surgery on (B)(6) 2015 due to loosening.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: humeral implant loosening has been reported more than 6 years after initial surgery. Review of received data: x-rays dated (B)(6) 2009 until (B)(6) 2015 have been received: x-ray dated (B)(6) 2009: left shoulder ap/ transthoracal: the anteroposterior projection is more externally rotated. X-ray dated (B)(6) 2009: left shoulder ap/ transthoracal: almost orthograde oriented ap-recording. Osseous defect in the humerus resection area on the lateral shaft shoulder. X-ray dated (B)(6) 2010: left shoulder ap/ transthoracal: the ap view shows compared with the x-rays from (B)(6) 2009 more external rotation. The osseous defect in the humerus resection area is no longer visible on the lateral shaft shoulder. X-ray dated (B)(6) 2010: left shoulder ap/ transthoracal: similar ap view compared to the xrays from (B)(6) 2009. There is a gap below the fin at the proximal lateral stem component. Planner fit of the prosthesis in the humerus resection area. X-ray dated j(B)(6) 2011: left shoulder ap/ transthoracal: no abnormalities can be found on the ap view. X-ray dated (B)(6) 2013: left shoulder ap/ transthoracal: radiolucency can be detected on the lateral stem shoulder. Compared to the x-rays from (B)(6) 2010 the stem is subsided 2-3mm. X-ray dated (B)(6) 2014: left shoulder ap/ transthoracal: compared to the x-rays from (B)(6) 2009 the stem is subsided 3mm below the humerus resection area. X-ray dated (B)(6) 2014: left shoulder ap/ transthoracal: on the medial stem shoulder it is possible that a narrow radiolucency can be detected. X-ray dated (B)(6) 2015: left shoulder ap/axial: increased sintering visible. Radiolucency around the stem can be seen. X-ray dated (B)(6) 2015: left shoulder ap/ transthoracal: increased radiolucency around the stem with movement of the stem toward medial. Surgical report of implantation and revision have been received: the surgical report of implantation dated (B)(6) 2009 describes that during the preparation of the glenoid the cancellous bone was pressed. Therefore bone grafting at the proximal humerus was necessary. No other abnormality can be detected. The surgical report of revision dated (B)(6) 2015 describes that it was found a brownish granulation tissue. It could also be found that the revised stem was loose. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis, dfmea: bone fracture, loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone. Not possible: the position of the components were correct. No issue detected on the x-rays. Loosening due to wrong geometry of peg, wrong positioning, insufficient bone. Not possible: the position of the components were correct. No issue detected on the x-rays. Loosening due to wrong geometry of keel, wrong positioning, insufficient bone. Not possible: the position of the components were correct. No issue detected on the x-rays. Bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp. Not possible: the position of the components were correct. No issue detected on the x-rays. Loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp. Not possible: the position of the components were correct. No issue detected on the x-rays. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Possible: the devices were not returned for investigation. Therefore, this point cannot be excluded. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique. Not possible: the surgical report of implantation shows a correct implanted system. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible: the surgical report of implantation shows a correct implanted system. Septic loosening due to infection due to unsterile implant, resterilization in spite of prohibition (for polymers). Possible: in the revision surgery a granulation tissue was found. No further information was provided. Conclusion summary: the received x-rays and surgical reports do not show any abnormality. The products were not returned for evaluation. Therefore, the condition of the components is unknown and no further statement can be done. As there are no information provided about patients behaviour, this could be a cause for the stem loosening. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).